Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted; due to vaginal prolapse, stress incontinence, cystocele, rectocele, enterocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2011 and on (B)(6) 2014 patient underwent robotic-assisted laparoscopic extensive enterolysis, appendectomy and bso. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacral abdominal colpopexy, posterior colporrhaphy and lysis of abdominal lesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.